Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive and require excessive force to activate; all other keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons required several button presses before responding. The issue was reportedly noticed two months ago. He stated that he has to find a certain location on the keypad in order to get the buttons to respond. The reporter claimed that the issue with the buttons not responding to button presses was progressively getting worse. The keypad was reportedly intact and the pump was not exposed to water. It was indicated that the patient wore the pump occasionally in a pump skin, in a pocket and did not clean the pump.